Event description:
It was reported that the two days after implant the lead showed an inadequate pacing threshold. The physician suspected a tissue issue and repositioned the lead. During the revision procedure the physician damaged the device and a sensing issue was noted. The lead revision solved all issues and it remains in use. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 693565, implantable tachy lead. (B)(4).